Manufacturer narrative:
Date of this report: 15jul2019. Date rec'd by MFR: 11jul2019. The customer reported that replacing the 3-station solenoid did not resolve the problem. The technical support representative attempted to continue troubleshooting with the customer but the customer was not with the unit at the time. Multiple attempts were made to contact the customer in order to continue troubleshooting but the customer could not be reached. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator generated a patient wye not blocked error code. No patient involvement. Event date not specified, estimate used.